Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing. The defective load cells were replaced to remedy the fault. No physical damage was noted during visual inspection. The archive data could not get downloaded, the date and time was found corrupted. The processor board was replaced to remedy the fault, unrelated to the reported complaint. The platform failed the initial functional testing due to error message ua 07 displayed when the platform was powered on. Both load cell module 1 and 2 were found defective. Ua 16 (timeout moving to take-up position) was also noted during the initial functional testing. The motor controller and drivetrain were found to be defective.' An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The motor controller and drivetrain were replaced to remedy the ua 16. The platform has passed the run-in test and all the final functional testing. Historical complaints were reviewed and two similar complaints were reported for this autopulse platform (sn: (B)(4)) for error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), which were and (B)(4) that was reported on (B)(6) 2016 respectively. In both complaints, the defective load cell were replaced to remedy the fault.

Event description:
As reported during shift check, the autopulse platform (sn(B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer tried to reposition the mannequin; however, same error persisted. No patient involvement was reported.